Event description:
The customer reported that she didn't feel anything during the activation process, so she tested her blood glucose less than an hour later and it was nearly 400 mg/dl. She moved the pod and realized that the cannula had not deployed.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to deploy the cannula was confirmed. The root cause was determined to be a manufacturing error. The release bar was installed correctly. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may results," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." During the activation process the pdm also displays a reminder to check the infusion site and cannula.